Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level was 99 mg/dl. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.